Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse wanted to ensure the patient was overshoot which was not related to an arctic sun device. Patient temperature was 32c and water temperature was 41c. There was a good flow, good fit to arctic gel pads and two temperature were correlating. The device was responding appropriately. There was no increase in pressors or sedation but the patient was unstable, likely physiologic.

Event description:
It was reported that the nurse wanted to ensure the patient was overshoot which was not an arctic sun device related. Patient temperature was 32c and water temperature was 41c. There was a good flow, good fit to arctic gel pads and two temperature were correlating. The device was responding appropriately. There was no increase in pressors or sedation but the patient was unstable, likely physiologic. Per follow up 1 on (B)(6) 2021 via (B)(6) nurse, stated that the issue was patient related and they were able to resolve and the patient met target and completed therapy.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.